Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an exacerbation of congestive heart failure and dyspnea. It was reported that the right atrial (ra) lead exhibited high thresholds and occasional intermittent under-sensing. The lead remains in use. No further patient complications have been reported as a result of this event.